Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., e3, h.3., h.6. Device evaluation. Based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on anterior side assessed as fold flaw opening. Additional observations: observed stress marks on the device. Observed creases on the device. Observed wear abrasion on the device. Brown particles observed on the surface of the shell.

Event description:
Medical staff reported "intracapsular rupture of the left device. Patient¿s current condition: capsular contracture (baker grade ii) the breast is hard but keeps a normal appearance. It is unclear whether this event relates to this side and/or contralateral side." It was later confirmed by the hcp who reported an intracapsular rupture of the left device and confirming no capsular contracture on the left side. The device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported "intracapsular rupture of the left device. Patient¿s current condition: capsular contracture (baker grade ii) the breast is hard but keeps a normal appearance. It is unclear whether this event relates to this side and/or contralateral side." It was later confirmed by the healthcare professional who reported an intracapsular rupture of the left device and confirming no capsular contracture on the left side. The device has been explanted.